Event description:
A confirmed motor stall noted in the event logs with no motor stall recovery was reported. The stall was noted to have occurred on (B)(6) 2012 and a tube set event two days later with no recovery. It was stated that the patient had not had MRI exposure related to this event. Another stall with recovery was also present in the pump logs in (B)(6) 2011 that coincided with an MRI. The patient was at the ER as of the date of this report. Drugs delivered via the device were hydromorphone, clonidine and bupivacaine. It was later reported that per the healthcare provider (hcp) patient had experienced withdrawal symptoms. There was no programming involved and the cause of the stall was not known. Pump was programmed to a minimum rate in case the motor stall recovered. Patient was taking supplemental pain meds; patient outcome was not known. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Catheter model: 8709, lot #: l79681, implanted: (B)(6) 2006, explanted: unk.

Manufacturer narrative:
(B)(4).